Manufacturer narrative:
D4, d6, h2, h3, h6, h10 updated. Product investigation completed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. As device was not returned for investigation, and no substantial new information was provided, no supplemental report will be submitted.

Event description:
It was reported that the patient experienced urinary incontinence and atrophy over time with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device was removed and replaced. It was indicated that the patient had a history of radiation therapy. The cuff was of the correct size and in a proper location when it was initially placed. The patient fully recovered following the procedure.

Event description:
It was reported that the patient experienced urinary incontinence and atrophy over time with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device was removed and replaced. It was indicated that the patient had a history of radiation therapy. The cuff was of the correct size and in a proper location when it was initially placed. The patient fully recovered following the procedure.